Event description:
The customer reported lipids leaked from the IV set during priming. The product was not on a pt at the time of the event.

Manufacturer narrative:
(B)(4). The customer's report of a leak was confirmed. Visual inspection of the received set observed a tear in the silicone segment directly below the upper fitment. The tear was measured as approx 0.03 inches long. No crush mark was observed on the upper fitment. No other damages or any issues were observed on the rest of the received set. Functional and pressure testing noted a leak from the tear. The root cause of the customer;s report was identified as due to a tear in the silicone segment. The cause of the tear was not identified.